Event description:
It was reported that the device had reached the elective replacement indicator [eri] for which a patient alert was triggered. It was also reported that upon interrogation of the device just prior to change out, it was found that the device had had a charge circuit timeout and was at end of life [eol]. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis revealed that the device met 80% of expected longevity. Performance data collected from the device and have analyzed the data. Battery voltage - battery depletion indicated/eri. Time of rrt in save to disk on (B)(6) 2012 device rrt<=2.61 volt. Programmer s2d data file (B)(4) shows charge time > 30 sec, device reached eol. Weekly battery voltage trend data shows min bat=2.62 to 2.58 volts between (B)(6) 2012. Patient alert for low battery voltage on (B)(6) 2012 02:15:03. Charge time - long charge time eri. 1 - patient alert for excessive charge time on (B)(6) 2012 07:46:02. Patient alert for charge circuit timeout on (B)(6) 2012 07:45:21.